Manufacturer narrative:
On july 30, 2021, the mentor failure analysis lab received the device for evaluation on august 10, 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the siltex mod+prof xtra 295cc returned device. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. Implant displacement/migration is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4)

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: device migration. An analysis of the suspect medical device's photo was completed: investigation summary: upon visual evaluation of the image provided in the complaint, the siltex mod+prof xtra 295cc breast implant was observed with no apparent damage or visual anomalies. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. Implant displacement/migration is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient, who's undergone primary breast augmentation with a 295cc mentor memorygel xtra breast implant on the right breast on (B)(6) 2021, suffered right breast implant displacement/migration, post-procedure. The displacement/migration was diagnosed via an ultrasound on the same day ((B)(6) 2021. Subsequently, the patient underwent implant explantation and replacement with a 270cc mentor memorygel xtra breast implant (tmpx270 lot: 7624729 sn: (B)(4)).